Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 399 mg/dl. Customer stated that every few days, they receive a no delivery alarm. Customer does not want to troubleshoot for the sets. Customer would like to return the set and reservoir for analysis. Customer changed out the set and will receive replacement sets. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.